Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 5fr dl groshong nxt catheter. The returned unit was leak tested by flushing the catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed between the 55 cm and 56 cm depth markers when flushing the red lumen. Microscopic inspection of the leak location found that a circumferentially aligned, arc shaped tear was present. Inspection of the tear found that it had an angular fracture edge and a granular fracture surface. The granular surface suggested that tensile stress had occurred. Ultimately, the features observed did not provide enough evidence to identify a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the date of insertion is unknown, but today leakage of the medication was observed, so the catheter was removed and damage was found in the part located outside the body. No other information was provided.